Event description:
The customer reported that the system was receiving an error message while reading the tomo motor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tested the system and could not duplicate the problem. He checked the power supplies to the table, adjusted the 5v from 5.02 to 5.15. The + and - 12v and 15v were within specs. He will monitor for a while and see if that resolved the problem.